Event description:
The home pt (hp) reported they felt full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp relates that they have a last fill volume of 2500mls, which remains in their peritoneum during the day and is drained out during the subsequent apd therapy. The hp relates that during the initial drain they had drained out 1010mls when they received "low drain volume" alarms on the cylcer. Although the hp had not yet drained out the initial drain alarm setpoint volume of 1700mls, they felt they were empty of fluid and bypassed the alarm. Therapy was advanced from the initial drain into fill 1, at which time they received a "slow flow pt" alarm. The hp resolved the alarm and was receiving the programmed fill of 3000mls when they began to feel overfilled. The hp manually drained 772mls of fluid and then bypassed the remainder of the fill phase. According to the hp, they continued their apd therapy to completion with no further difficulties and there was no pt injury or medical intervention.